Event description:
Customer reports a device that turns off by itself. This problem occurred before use. There was no pt injury or medical intervention necessary. There is no additional info available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump turns itself off was not confirmed during evaluation. No further action regarding this problem was taken. The device was re-tested and returned to the customer within specification.